Event description:
It was reported that the atrial lead exhibited possible undersensing, and upon interrogation, variable p-waves. Were noted reprogramming was done, resulting in less atrial pacing and a more even rhythm, though the patient exhibited variable rates. The marker channels were turned on, resulting in atrial oversensing being seen. Impedances were measured within normal ranges initially, and upon being remeasured, exhibited a rise to high levels. It was further reported that no intervention took place. The patient was stable and discharged to follow up. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.